Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: particles found floating in the 1ml, 2ml and 10ml syringes in multiple packs. These items are used in bmi - phaco pack ref: (B)(4). Ref: (B)(4), lot: 04211002; exp date 11/302027 mfg date: 12/16/2022. Ref: (B)(4), lot: 04211009; exp date 11/30/2027 mfg date: 12/19/2022. Ref: (B)(4), lot 04108094; exp date: 8/31/2026; mfg date: 10/07/2021.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.